Manufacturer narrative:
The axium coil was returned for evaluation without the instant detacher, without the introducer sheath, and with the implant coil already detached. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at several locations from the proximal end. The evaluation could not determine the cause of the event; however, it is possible that the non-detachment could be due to the twr crimp remaining intact when it was actuated with the instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. Treatment of right internal carotid posterior communicating irregular aneurysm (max diameter=6mm, width: 4.5mm). The artery size: 4mm-4.5mm). During the procedure, it was reported the implant coil could not be detached with the instant detacher. The surgeon did not try to detach the coil with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The physician removed the coil from the patient and used another coil to finish the procedure. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, the event cause could not be determined. Requests were made for the return of the device, but no correspondence has been received regarding the device. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).